Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned and carefully examined. Visual analysis revealed set screw mark noted on the terminal pin. Likewise, the lead body showed signs of being twisted from the terminal pin to the tip together with twisted poly insulation sleeve and helix. This lead passed several testing. Due to the type of the damage it appears that the most probable cause of the allegations was due to twiddlers syndrome. Laboratory analysis confirmed the field allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and sensing issues due to dislodgement. It was noted that the patient had fallen shortly after implant of the lead and was later observed to exhibit non-sustained ventricular tachycardia (nsvt) via monitoring. The fall was believed to be the cause of neurogenic syncope and not device-related. It is believed that the lead dislodged subsequent to the patient's fall and motions performed during gyroscope therapy. Upon review of an x-ray the lead was confirmed dislodged and noted to be turned around the device, consistent with twiddler's syndrome. A revision procedure was performed wherein the lead was explanted and replaced. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.